Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that there was difficulties positioning a lead during an implant attempt. The lead dislodged. The capture and sensing thresholds were good but the impedance was high with both repositioning attempts. It was also reported that when removed, it was noted that there was tissue lodged in the helix. Another lead was successfully implanted. No patient complications have been reported as a result of this event.